Manufacturer narrative:
(B)(4). An on-site technical investigation of the ventilator (serial number (B)(6) was performed. The power supply module was functional, but physical inspection revealed that an electronic capacitor on the main board had degraded and blown out, causing a burning odor and a black screen. The defective main board was replaced. There after the device was powered on and passed full technical service software (tsw) sequence and all electrical safety tests. The device event logs were successfully down loaded and the unit is currently undergoing a 14-day trial run to verify long-term stability.

Event description:
The patient required imv (oxylog 3000) to assist respiration on (B)(6) 2026, and has been changed to the hamilton c3 ventilator (asset no. (B)(6)) since (B)(6) 2026. At 11:49:50 on (B)(6) 2026, the patient¿s central monitor issued an alarm indicating a drop in spo2, which was 89% at that time. A nurse promptly reached the bedside to assess the patient. The nurse observed that the ventilator display screen was blank (all black) and detected a burnt odor. There were no flammable items or objects obstructing the ventilator housing or rear at the bedside. The nurse immediately disconnected the patient¿s ventilator tubing, used the bedside manual resuscitator to assist breathing, and informed other nurses and doctors on the ward for assistance.